Event description:
It was reported that patient presented to clinic for follow up, it was noted that the right ventricle (rv) lead exhibited noise over sensing. The patient is pacemaker dependent; therefore, the rv lead was temporarily reprogrammed. Subsequently, on 04 march 2026 the rv lead was capped, and a new lead was replaced by the physician. The patient had no consequences.